Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during phaco procedure, yellow debris was found in the eye which resemble the yellow appearance of the 20g phaco needle. Product and debris not available for return. No adverse event to patient. No further information available.